Event description:
Multiple incidents were reported throughout the hospital regarding malfunctioning hot packs. Hot packs have been difficult to activate while following product instructions. Application of more pressure to activate hot packs has led the hot pack outer bag to burst and leak its contents. At least one staff member has reported minor temporary injury.